Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 21, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 4210, 4307). The affected sample was inspected upon receipt with no physical anomalies noted such as a break. The unit was decontaminated upon receipt as per protocol. Bovine blood was circulated through the oxygenator at 4 lpm with approximately 250 mmhg of back pressure. Plasma leakage was noted within the first 30 minutes of circulation. The unit was circulated again with saline solution and sweeps were performed. Foaming was observed in the gas out cap. It is possible that there are unknown factors that contributed to the plasma leakage. A definitive root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code: 11. H3: 81: evaluation is in progress, but not yet concluded.

Event description:
The user "facility" reported to terumo cardiovascular that after "cardiopulmonary" "bypass", the oxygenator was found with plasma leak. As per the user facility, this was discovered after bypass was discontinued; therefore, the product was not changed out, the case was finished successfully with very little blood loss, and there was no harm to the patient.